Event description:
It was reported that an ilet pump with serial number (B)(6) exhibited a nonresponsive touchscreen that prevented unlocking and any on-screen interaction, and a replacement device was arranged. Symptoms included no clinical effects reported. Outcomes included no reported impact beyond device replacement and continued cgm use with dexcom g7. Investigation included remote assessment and collection of a video demonstrating the unresponsive screen. Investigation of this case revealed a touchscreen user interface failure consistent with a display or touch input malfunction warranting device replacement. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the touchscreen assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.